Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level would range from 300 to 400 mg/dl. After changing the supplies on the pump, a correction bolus was delivered to address the high bg level. As the occlusions had occurred in the past, tandem technical support was unable to perform a system check.